Manufacturer narrative:
(B)(4). Concomitant products: t7 driver solid ao lot#110018531 item#13869a. The reported event was confirmed. Products were returned; the visual inspection of the returned product identified that the tip of the solid driver was twisted. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. These drivers have been designed to twist before fracture of the screw. The driver can still fracture, if torque continues to be applied, but this happens only after the driver first twists to give the surgeon an indication of trouble advancing the screw. A definitive root cause is atrributed to deformation as a result of the design of the device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2018 - 01903.

Event description:
It was reported that the tip of the cannulated driver started to twist but did not break off during insertion of a screw. Subsequently, a solid driver was attempted to be used to finish inserting the screw, and also twisted. The procedure was able to be successfully completed. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.